Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose ranged from the high 300's to high 400's mg/dl. Although requested by tandem technical support, a backup method of therapy was not provided by the customer.